Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: ubd: unknown , UDI#: unknown this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient's recharger got stuck in sleep mode with a fast blinking green light and was unable to turn on. The device may have been on the charger for a second and then brought off of it. A 'hard set (reset)' was done and they tried to dock the device with no change. The issue was not resolved at the time of the report. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that this issue was an out of box issue. Additional information was received from a manufacturer representative (rep). The rep reported that the recharger had been on the dock. They accidentally removed it after 1 second, then the recharger was put back onto the dock for more than 20 seconds. It never left the fast blinking mode.